Event description:
Note: the howell dash ii sphincterotome is preloaded with a metro wire guide. During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy howell dash ii sphincterotome. The wire guide was left in place and while the sphincterotome was being removed to advance a different accessory device over the wire guide, resistance was encountered. When the sphincterotome was removed from the endoscope, the physician noticed the tip of the wire guide coating had detached inside the patient. Forceps were used to remove the detached portion of the wire guide coating. Another wire guide was used to complete the procedure. The patient did not experience any adverse effects due to this observation. No additional procedures were required due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because, the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: information provided indicated that contrast was flushed through the wire guide lumen of the sphincterotome. A contrast filled lumen may cause resistance during advancement/removal of the accessory device. The instructions for use for this sphincterotome system direct the user to flush the injection port with sterile water. The user is instructed to keep the wire guide wet for best results. Inadequate flushing of the wire guide could have contributed to this occurrence. If additional pressure is applied to the wire guide, perhaps in response to resistance, the coating of the wire guide may become compromised. Prior to distribution, all howell dash ii sphincterotomes undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.